Event description:
It was reported that the patient experienced phrenic nerve stimulation. The amplitude was lowered on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had experienced diaphragmatic stimulation from the lead. The patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) which could pace in an additional configuration. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead; 694765, lead, implanted: (B)(6) 2001. (B)(4).